Manufacturer narrative:
The reported 72202897 twinfix ultra ti 5.5 w/3 ub, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a quadriceps repair surgery, the tip of the inserter broke off and stayed within the bone as the anchor was introduced¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of cleaning the instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that the during a quadriceps repair surgery, the tip of the inserter broke off and stayed within the bone as the anchor was introduced. Surgeon didn¿t dig for it as would have been more harmful. The anchor itself was still functional so no issues from that point of view. It is unknown if there was a delay. No other complications were reported.